Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 500 mg/dl. The customer changed the supplies on the pump and delivered a bolus to address the bg level. The customer stated that there was a temperature change prior to the alarm as the pump was next to the skin and was pulled away during the bolus delivery. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.